Manufacturer narrative:
Complaint confirmed, the screw broke in two pieces. The most likely causes include improper bone prep, misaligned insertion, prying/leveraging the device during insertion. The damages observed on the thread was most likely caused by tooling during the removal of the device.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported during a hammertoe repair procedure, the distal portion of the ar-4157-20 retrofusion screw (20 mm) snapped off while the surgeon was using the driver to insert the screw into the proximal phalanx, leaving just the proximal part of the screw inserted in the patient. The rep reported the broken fragment was retrieved and the surgeon had to switch surgical techniques and fixate with k-wires instead. The case was completed and a second surgery is not necessary. Additional information received on 11/21/2019: the rep reported the full screw was removed from the patient and will be returning for evaluation. The surgeon removed the screw by using a rongeur to turn the screw counter-clockwise to remove. Full removal of the screw caused the surgeon to have to resect more bone than they had initially wanted to. The bone was prepped by using the drill in the retrofusion disposable kit. The bone quality was hard.